Event description:
It was reported the subject device, needle(25g) was not displayed on the ultrasound image and the transducer rotated slightly. This occurred during a diagnostic endoscopic ultrasound-guided fine needle aspiration (eus/fna). There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flaked adhesion between the distal end and the ultrasonic probe connection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: flaked adhesion between the distal end and the ultrasonic probe connection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.